Event description:
Parenteral nutrition admixture was mixed in the em1200 2 liter empty container using exacta mix compounder. The compounded sterile product was found to leak liquid. After close examination, the leakage was identified at the sealing of the middle port. This is the port for attaching tubing. The leakage was found before the cap was twisted off.